Event description:
It was reported that the power module battery clip was broken. It was noted that the unit had an old style clip.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.